Manufacturer narrative:
Additional information provided in d.10., e.1., h.3., h.6., h.11. The injector marks the lens around the periphery. The client reports that, on a couple of occasions, the injector has marked the lens around the periphery. It's very peripheral, and at first, it doesn't affect the patient's vision. While in the operating room, the doctor looked at the injector through the microscope and thought he saw a notch. He hasn't used it, and I have the injector. He doesn't know if those cases where the lens was marked were with this same injector or another. I don't have any further information. I've told them that if they have another case, they should report it to me. How do I get the injector to you? A sample was not received at the manufacturing site for evaluation for the report of injector marks the lens; therefore, the condition of the product could not be verified a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, on a couple of occasions the injector has marked the lens around the periphery. It was very peripheral and at first it does not affected the patients vision. While in one of the surgery in the operating room, the surgeon looked at the injector through the microscope and saw a notch and did not loaded the lens also the surgeon did not used it. The surgeon did not know if those cases where the lens was marked with this same injector or another as they have several in the center. The surgery was completed on the same day using a different injector. Additional information requested however no further information available.